Event description:
During an attempt to stent the left renal artery, a 6fr guiding catheter was inserted and blue/slalom 5x15/80 biliary stent through the guide catheter and tried to primary stent the left renal but the stent did not cross the lesion. After pushing the stent hard and when pulling back the guide catheter, the struts of the proximal end of the stent came off of the balloon. The stent was taking out of the patient and the physician then pre-dilated the lesion and used another stent of same size and the procedure was successfully completed.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.